Event description:
The nurse reported to baxter an issue of program changed by the homechoice(hc) device found during use. The nurse stated that the hc device was infusing a bigger volume than the volume set up. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). The device was returned and evaluated at baxter. The reported issue of device delivered more fluid than programmed was not confirmed. A service and device history review revealed no previous service events that were related to the reported condition. The cause was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.